Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 488 mg/dl and 120 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his medication 1 hour prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were unavailable, so no product will be returned for evaluation.